Manufacturer narrative:
All available information was investigated, and the reported positioning failure associated with leaflet grasping could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure associated with leaflet grasping was due to patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the trans-septal puncture height was not high enough and it was difficult to gain height. A mitraclip was advanced into the anatomy, but despite several grasping attempts, the mr was not able to be reduced. It was noted that the posterior leaflet appeared to be torn, therefore the physician opted to convert to surgery.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the trans-septal puncture height was not high enough and it was difficult to gain height. A mitraclip was advanced into the anatomy, but despite several grasping attempts, the mr was not able to be reduced. It was noted that the posterior leaflet appeared to be torn, therefore the physician opted to convert to surgery.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.